Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, an evaluation cannot be performed.

Event description:
It was reported that coil embolization treatment was being performed on a splenic artery aneurysm. After the coil was placed in the aneurysm, it would not detach. The v-grip controller was exchanged, but the coil still would not detach. An attempt was made to remove the entire coil; however, it was locked in position in the aneurysm. The delivery wire was torqued at the proximal end and, believing the coil had detached, the delivery wire was withdrawn; however, the distal part of the delivery wire stretched and then broke. A few centimeters of the hydroframe plus a few centimeters of the distal delivery wire coil remained in the splenic artery. No additional intervention was performed and there were no clinical consequences to the patient. The current patient status is reported to be fine.